Event description:
Pump alarm was reported by the customer. The device was returned for investigation. The pins are actuating but not fully closing. An internal CAPA has been opened to identify root cause and to perform further investigation.

Manufacturer narrative:
Corrected section d to match gudid.

Event description:
The following has been reported: customer reported pump alarm. No pt harm. Waiting for confirmation that issue did not stop active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.